Event description:
The patient reported that the insulin device was beeping erratically and the screen was blank. He removed the batteries and reinserted them and the infusion device display was still blank and the beeping continued. No alert messages appeared on the screen. The patient tried another battery in the infusion device and the same issue occurred. He switched to his back up device and placed the original battery in the back up device and it worked correctly. The patient stated that his blood glucose values were elevated 194 mg/dl. When he switched to his back up device, he administered a bolus and no medical treatment was required. Product was requested to be returned.